Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a surgery, the tss cocr concentric head. 2.5 46x17mm dislocated. A revision surgery will be performed to treat this adverse event. The physician favors conversion to inverse for revision, as the stem is heavily cemented and preservation of proximal humerus would be questionable with total me. The current health status of the patient is unknown.

Manufacturer narrative:
The product has not been received at the aus site for evaluation, but an x-ray image of the alleged failure was provided by the customer. Evaluation of the x-ray showed that the modular humeral head had detached from the body and stem. The complaint was confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: identified no previous events or issues which could have caused or contributed to the reported event. No adverse trend was identified. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. Clinical/medical evaluation: identified no issues which could have caused or contributed to the reported event. Due to insufficient information, a thorough medical assessment could not be performed at the time of investigation. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation will be performed. As the device has not been received for evaluation, a definitive root cause could not be determined. The reported event was confirmed, though the complaint indicates that revision surgery has not yet been completed. A determination of whether the device might have contributed to the reported event could not be made as the device has not been received for evaluation. According to the risk management file, potential causes for dislocation/dissociation include inappropriate patient or device selection, inappropriate handling or activity post-surgery, inadequate design, and inadequate or incorrect surgical technique. Insufficient information was available to make any further determination of the cause for the reported event. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
H3, h6: the product has not been received at the aus site for evaluation, but an x-ray image of the alleged failure was provided by the customer. Evaluation of the x-ray showed that the modular humeral head had detached from the body and stem. The complaint was confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: identified no previous events or issues which could have caused or contributed to the reported event. No adverse trend was identified. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. Clinical/medical evaluation: identified no issues which could have caused or contributed to the reported event. Due to insufficient information, a thorough medical assessment could not be performed at the time of investigation. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation will be performed. As the device has not been received for evaluation, a definitive root cause could not be determined. The reported event was confirmed, though the complaint indicates that revision surgery has not yet been completed. A determination of whether the device might have contributed to the reported event could not be made as the device has not been received for evaluation. Potential causes for the reported dislocation/dissociation include inappropriate patient or device selection, inappropriate handling or activity post-surgery, and incorrect surgical technique. Insufficient information was available to make any further determination of the cause for the reported event. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed. Internal complaint reference number: (B)(4).